Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory.

Event description:
It was reported the patient's scs ipg was inoperable due to the patient not charging the ipg as recommended. The patient's physician planned to replaced the ipg during revision of the patient's leads (ref. MDR# 1627487-2016-06411 & 1627487-2016-06412), but instead the physician removed the patient's entire scs system.